Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00235 under the same suspect medical device but an incorrect manufacturer name, city and state. This report is being filed on an international product, list number 9c94 that has a similar product distributed in the us, list number 4p54. An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: all available patient information was included. Additional patient details are not available. Refer to related manufacturer report number 3008344661-2019-00117 for the device evaluation of the architect hbsag assay.

Event description:
The customer reported a false repeat reactive architect hbsag and hbsag confirmatory positive result. The sample generated 0.1 and 0.07 iu/ml on the hbsag assay and hbsag confirmatory positive. The sample generated negative results on the espline assay. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, review of manufacturing documents and a review of labeling. Review of tracking and trending data did not identify any trends for the architect hbsag confirmatory assay. Normal complaint activity was identified for reagent lot 90315fn00. Investigation testing was performed for architect hbsag confirmatory lot 90315fn00. Testing of panels which mimic patient samples was performed using a retained kit of lot 90315fn00. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag confirmatory assay was identified.